Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test, weak battery alarm and battery out limit. The customer¿s blood glucose level was 197 mg/dl. Troubleshoot was performed. Customer stated contacts are neither missing nor damaged. Customer received failed battery test alarm. The insulin pump will not be returned for analysis.